Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion due to high right ventricular (rv) lead thresholds. The device was explanted and replaced and the rv lead remains in use. No patient complications have been reported as a result of this event.